Event description:
Information was received that during use of this smiths medical cadd legacy plus pump, problem with incorrect amount of drug being delivered to the patient was noted. It was reported that the delivery issue resulted in less than 90 percent of the drug being dispensed. No reported adverse effects.